Event description:
Corrected information: this statement in the initial MDR the patient¿s next pump refill was (B)(6) 2016 and the patient¿s insurance company kept assuring them that they had authorization, but the patient¿s current hcp did have authorization. Should have read the patient¿s next pump refill was (B)(6) 2016 and the patient¿s insurance company kept assuring them that they had authorization, but the patient¿s current hcp did ¿not¿ have authorization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The reporter thought the current dose was 10 mg/day but wasn't sure. The indication for pump use was postlaminectomy pain. On (B)(6) 2016 it was reported that the patient was originally scheduled for a pump refill visit on (B)(6) 2016. The hcp (healthcare professional) had to cancel and reschedule the refill appointment for (B)(6) 2016 due to issues with the patient's insurance. That appointment was canceled because they didn't have an authorization. The patient was sent to another facility. The pump was non-critically alarming and was refilled that same day at the other facility. The patient's next pump refill was (B)(6) 2016 and the patient's insurance company kept assuring them that they had authorization, but the patient's current hcp did have authorization. The patient was requesting physician listings due to the insurance issues. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.